Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing and cartridge pigtail during the fill tubing step. Customer was "confused" over timeline of events and could not provide additional information. Customer could not confirm if blood glucose was impacted. Customer reverted to another method for insulin therapy. Although multiple attempts were made by tandem technical support to follow up with the customer for additional information, customer did not reply.